Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt a burning sensation and was sensitive to touch on the incision area since the ins was implanted.  The patient mentioned they were also receiving eri on the controller screen and battery low replace controller battery pack. Patient stated the controller took 22hrs and 11hrs to charge up when plug into the outlet. Patient stated he is incarcerated. Patient services (ps) asked patient to connect controller to implant and controller showed ins 100% and controller 100% charged. Patient stated he received a new recharger (rtm) but didn't used it until on the call with ps. Patient connected the new rtm while on the call with ps and able to get excellent recharging quality. Ps reviewed device function and recommend if the controller is taking 11 or 22hrs to charge up when plugged into the outlet to call ps back if necessary. Ps recommend patient consult with their healthcare provider regarding the eri message.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they were seeing eri and they needed to get it replaced however they were unable to leave jail to see their doctor.